Event description:
It was reported that during implant the lead had to be repositioned several times due to high threshold values with no success obtaining good values. The lead was not implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high threshold was not confirmed in the lab. The lead exhibited normal characteristics, all measured within product specifications.